Event description:
The pump was returned to animas for evaluation. Evaluation revealed that the force sensor was out of calibration, and there was contamination observed on the force sensor. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r.device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, the pump was unable to detect the cartridge. There was evidence of contamination on the force sensor, and the force sensor was found to be out of calibration. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.